Event description:
It was reported that during a service/test performed by the distributor's getinge trained field service engineer (fse), the intra-aortic balloon pump (iabp) generated an autofill failure code #57 and it was noted that the k7 solenoid was "hang" sometimes. Since the event occurred during a service/test, there was no patient harm and no adverse event was reported. There was no patient involvement.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The distributor's getinge trained field service engineer (fse) replaced the drive manifold to address the reported issue. The fse began to perform safety tests and the unit failed the safety disk leak test. To resolve the issue the fse replaced the safety disk. The unit passed all functional and safety checks to meet factory specifications. The unit was returned to the customer and cleared for clinical use. The full name of the initial reporter is (B)(6).

Event description:
It was reported that during a service/test performed by the distributor's getinge trained field service engineer (fse), the intra-aortic balloon pump (iabp) generated an autofill failure code #57 and it was noted that the k7 solenoid was "hang" sometimes. Since the event occurred during a service/test, there was no patient harm and no adverse event was reported. There was no patient involvement.